Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an apparent detachment of the needle. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a salpingo-oophorectomy procedure on (B)(6) 2024 and suture was used. During the procedure, at 11:26 noon, a surgery was performed on the patient in the operating room. During the laparoscopic right salpingectomy via umbilical single port surgery, the chief surgeon needed to use suture to sew the abdominal membrane. When the first stitch was just sewn, the problem of pulling off suture needle happened and could not continue to be sewn continuously. Immediately replace the suture with a new one and continue suturing. No adverse patient consequences were reported. Additional information was requested.